Event description:
It was reported that the customer was hospitalized due to hyperglycemia and dehydration. The customer's blood glucose reading was 264 mg/dl at the time of the event. The customer stated that she has been experiencing high blood glucose levels for the past year. The customer has been treating the high blood glucose levels with manual injections. It was discovered that the customer has not been checking her blood glucose very often, and she has not been checking it when she boluses for meals. The customer stated that she will start to check her blood glucose more frequently. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.